Manufacturer narrative:
Evaluation summary: one used device was returned for evaluation. The tubing was visually inspected for any tears or cracks on the tubing it self and on the attached connector parts. Furthermore a flow test and a p-cap connector vent test were performed. The flow test passed but the vents in the p-cap connector were found to be clogged. The reference material was tested and found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device, resulted in 4 similar complaints for the involved lot number 8200835. No relevant deviations during manufacturing were recorded.

Event description:
During priming of a new infusion set, insulin was exiting the infusion set tubing without pump influence. The flow of insulin could not be controlled by the pump. The pt changed the infusion set and the insulin reservoir and the problem was resolved. The malfunction occurred prior to use.